Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Reportedly, the customer successfully filled the cartridge and loaded it onto the pump. Subsequently, a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer¿s blood glucose was approximately 100 mg/dl. Reportedly, the cartridge was reloaded successfully.